Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72" and "check pads" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction of "defib fault 72" was observed and attributed to a system interconnection flex cable that was not properly seated. The flex cable was replaced. The reported malfunction of "check pads" message was attributed to a connector that was not properly seated on the bridge board. The connector was reseated to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.